Event description:
The pt had a laparoscopic (converted to open) lar procedure due to rectal cancer. According to the event report the creation of the anastomosis with the coloring device was uneventful and the donuts were good and completely intact. Bubble test was negative and looked good. The surgeon reported that the counts were off before closing and 1 lap was missing. In looking for it and feeling around, the ring was felt protruding from the colon. Upon examination, it appeared that approx 1/3 of the tissue was torn from the proximal anterior aspect. The ring was cut out and the anastomosis was re-stapled.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd) and the importer ((B)(6)) as novogi ltd serves as the designated complaint handling unit for both facilities. The production history files of the device were reviewed, indicating that the device was released according to the product specs. The device is still under investigation, however, no device failures were indicated during its preliminary evals. A follow up report will be submitted in case of any new info. The uneventful device deployment during the procedure and the negative leak test further support proper functioning of the device. It should be noted that the manipulation performed while searching for the missing instrument may have led to the disruption of the newly created anastomosis or had a major contribution to this event.